Event description:
The manufacturer received information alleging an issue related to the device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be - the patient alleged particles in tubing/chamber. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer and found foreign white powdery substance was found on the blower motor fins, potential dark keratin particles were found on the blower box outlet and inlet port the manufacturer found no evidence of sound abatement foam degredation/breakdown. The device downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown found. Pil found potential keratin particles on the blower box outlet and inlet ports. Pil found a foreign white substance on the blower motor fins. Section d8, d9 and h3, h6 updated in this report.